Event description:
It was reported that surgical time was extended by 1 hour due to breakage of an instrument during device implantation. Surgery was extended to recover the broken instrument from the pt.